Manufacturer narrative:
Follow-up #1: date of submission 09/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/14/2016 with the following findings: a review of the pump¿s black box revealed no evidence of a short battery life. There were ¿post-delivery motor power supply faults¿ noted. The pump powered on with the returned battery cap. The battery cap was able to fully tighten. The battery compartment was found to be cracked below the grip pad. During investigation, the pump failed the load/step function. When the load was selected, the piston continued to drive until a ¿no cartridge detected¿ warning was issued. The force sensor calibration cracked failed specification. The current draws were within specification. A ¿battery life¿ alarm was not duplicated during investigation. The pump case was removed and there was evidence of moisture damage inside the pump and on internal components. There was evidence of moisture damage found inside the force sensor housing and on the force sensor shim. The force sensor calibration check failed due to internal moisture contamination. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a battery life issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.